Event description:
It was reported the customer received a button error alarm they were unable to clear. The customer's blood glucose was unknown. It was also found the customer's numbers were scrolling when they attempted to program a bolus. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers or scrolling bar moving anomaly noted. The device had minor scratched display window and cracked reservoir tube lip.